Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver made a high pitched scraping noise while supporting a patient. The customer also reported that the noise became progressively louder. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. The patient file was copied and reviewed, revealing no anomalies. Visual inspection of the driver's internal components revealed no anomalies. During investigation testing, the high pitched noise was confirmed. Further testing isolated this noise to the right vacuum blower. Despite the customer-reported high pitched noise, which was produced by the right vacuum blower, the driver operated as intended and continued to provide its life-sustaining functions. The patient was switched to a backup companion 2 driver without any adverse impact. The right vacuum blower was replaced and the high pitched noise was no longer heard. The companion 2 driver was serviced and passed all functional and performance testing before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver made a high pitched scraping noise while supporting a patient. The customer also reported that the noise became progressively louder. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. The patient file was copied and reviewed, revealing no anomalies. Visual inspection of the driver's internal components revealed no anomalies. During investigation testing, the high pitched noise was confirmed. Further testing isolated this noise to the right vacuum blower. Despite the customer-reported high pitched noise, which was produced by the right vacuum blower, the driver operated as intended and continued to provide its life-sustaining functions. The patient was switched to a backup companion 2 driver without any adverse impact. The right vacuum blower was replaced and the high pitched noise was no longer heard. The companion 2 driver was serviced and passed all functional and performance testing before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver made a high pitched scraping noise while supporting a patient. The customer also reported that the noise became progressively louder. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited high pitched scraping noise, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.